Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported using the container size 24 x 4.8 x 3.5 inches as a disinfectant basin for enf-gp scopes. Tac instructed the customer, the recommended size was to use a container at least 40 cm by 40 cm (16¿ by 16¿) and deep enough to allow the endoscope to be completely immersed. According to the customer, the container used as a basin was small because the facility does not activate the entire bottle of aldahol as it would not be used within the 14 day period and would expire. Tac provided the customer instructions on correctly mixing the activator and aldahol and recommended following the manufactures specifications for mixing the activator and aldahol to prevent patient infections. According to the customer upon follow up, the customer spoke with the aldahol rep and everything was fine. To date, the device has not been returned to olympus for evaluation. As the device has not been returned for evaluation and no serial numbers have been provided, a device history record (DHR) review and device evaluation are unable to be performed and the manufacturing date is unknown. Although human error may have contributed to the event, the exact cause of the event could not be determined. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer called olympus technical assistance center (tac),to inquire what was the proper ratio of the basin size to use when disinfecting the rhino-laryngofiberscope with aldahol. The customer was using a container with dimensions 24 x 4.8 x 3.5 inches when the recommended size was to use a basin at least 40 cm by 40 cm (16¿ by 16¿) in size and deep enough to allow the endoscope to be completely immersed per the instructions for use (IFU). There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of the customer not reprocessing the rhino-laryngofiberscope correctly.